Event description:
It was reported the patient's blood glucose level rose to 363 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. In addition the patient reports then pod was leaking during wear. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The download data shows the pod was deactivated after first prime, prior to when the needle mechanism was intended to deploy. No timeouts or drive stalls were seen in the download data. The soft cannula was unable to dislodge from the infusion or leak during wear as reported as the pod was received with the soft cannula not deployed. The needle mechanism deployed as expected upon manual rotation of the ratchet gear. The fluid path was then tested for leaks. No leaks were found. No problems were found with the device.